Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital rep that the pt expired due to complications of sepsis. Hemicolectomy, pocket around anastomosis became infected. The pt was treated with antibiotics. The pump was not explanted and no autopsy will be performed.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.